Event description:
It was reported that after a failed ptca/stent procedure of a tortuous distal diagonal lesion, the entire system was withdrawn into the guiding catheter. It was noted that the distal 2-3 cm of the guide wire remained in the pt. No attempts were made to remove the fragment. The product will be retained by the hosp. The pt was reportedly stable at the conclusion of the procedure.

Manufacturer narrative:
The results of our investigative analysis, which included scanning electron microscopy, (sem), concluded that the tip coils were detached from the wire. The separated portion was not returned. Quality engineering has concluded that no specific root cause could be determined. The results of the sem analysis sugest that the device was subjected to pull forces beyond the design limits of the device which led to fatigue and failure of the shaping ribbon. A review of the mfg records for this lot revealed no aberrations related to this product issue. As part of our quality process, 100% of all guide wires are inspected during the packaging phase of mfg microscopically for damage, bends, kinks to ensure proper device structure and integrity. Quality assurance will continue to monitor for this type of product performance issue. This MDR is considered closed by the quality assurance department.